Event description:
It was reported that a patient had numbness over the dorsal side of the foot which resulted in a device removal. This event it was uncertain if it was related to the device, the instrumentation or the procedure. It was stated that there was no other issues besides numbness. Numbness is very annoying for some individuals, so plate was removed to eliminate the possibility of plate interfering with superficial peroneal.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 856203012, dist tib antlat lt nrw 12h ste, lot # unknown ; catalog #: unknown, unknown screw, lot # unknown qty 11. Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03241, 0001825034-2022-00044, 0001825034-2022-00046, 0001825034-2022-00047, 0001825034-2022-00048, 0001825034-2022-00049, 0001825034-2022-00050, 0001825034-2022-00051, 0001825034-2022-00052, 0001825034-2022-00053, 0001825034-2022-00054, 0001825034-2022-00055. Requested but not returned by hospital.